Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device packaging has an alleged cut. No patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria, this is the first complaint reported for this lot number and issue to date. Investigation summary: one sealed power hickman 8f 47cm catheter kit was returned. A visual inspection was performed. The outer cover showed a clear vertical gash through the outer cover and medially located on the front package. No corresponding damage was noted to the inner components or reverse side of the packaging. Therefore, the investigation is confirmed a cut to the packaging. There is no indication that the sterile barrier breach is related to a design failure, as the power hickman packaging configuration had a no test rationale based on the ship testing performed on the hemosplit catheter kit. The ship test qualification confirmed that the packaging configuration is sufficient to maintain a sterile barrier after exposure to international safe transit association (istg) conditioning. The definitive root cause for the slit identified in the device packaging could not be determined based on the provided information. However, it is unlikely that the slit in the packaging is manufacturing related. It is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry 01/2020. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device packaging has an alleged cut. No patient involvement.